Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; g4; h2; h3; h6. Upon visual inspection there is indentation to the outside of the liner. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet g7 pps ltd acet shell 54f cat#010000664 lot#6597748. Biomet g7 dual mobility liner 44mm f cat#110024464 lot#860080. Biomet cer bioloxd option hd 28mm cat#650-1055 lot#2958702. Biomet cer option type 1 tpr sleve -6 cat#650-1064 lot#2971089. Biomet act artic e1 hip brg 28x44mm cat#ep-200150 lot#956790. Biomet tprlc 133 t1 pps ho 18x156mm cat#51-104180 lot#6360473. Biomet 3.2mmx20mm rnglc+ acet drl bit cat#31-323220 lot#936380. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03397.

Event description:
It was reported the patient underwent a right tha. Subsequently, the patient reports he had to be revised on the same day due to the cup and liner came loose marring the head. The surgeon stated x rays showed the cup was defective and had come out of the metal part and marred the head. Attempts have been made and additional information on the reported event is unavailable at this time.